Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report

Event description:
The customer indicates damage to the belt clip rails, not the reservoir lip ring.

Manufacturer narrative:
Device passed displacement test. Device received with broken belt clip rails. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the physical damage to the insulin pump's reservoir lip ring as well as plastic rail peeled off from clip breaking away. Customer's blood glucose value unknown. Customer was assisted with troubleshooting. The device will be returned for analysis.